Manufacturer narrative:
A customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine experienced a blood spill after the disc ruptured. No injury or reaction noted. Device was decontaminated and parts replaced as a result. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
A customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine experienced a blood spill after the disc ruptured. No injury or reaction noted.